Event description:
During a post stent procedure, the wire crossed the thrombus in the stent and the pt began experiencing complications. The pt went to surgery. During surgery the surgeon discovered a vessel perforation. Pt status is listed as "ok".